Manufacturer narrative:
E1: patient city: sheboygan. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set flow block event as insulin did not exit the tubing during troubleshoot on (B)(6) 2024. The event occurred during priming. No further information available.